Event description:
A report was received that a patient had received a burn from the recharger. The patient reported that she had been walking for one hour and had used the belt to charge when she was burned. The burn was about the size of a quarter and the patient did see her physician regarding the burn, but no treatment was prescribed. The patient is reportedly doing well.